Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the snare was pulling the insertion wire the loop wire on the end of the snare broke in the patient¿s mouth however it did not detach. They were able to attach the loop on the end of the pull peg tube to the insertion wire loop and continued the procedure as normal. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the snare was returned. A visual examination of the returned snare found no residue. The sheath was cut to expose the distal end of the loop wire. The loop wire was broken at the apex and has been pulled up within the sheath to approximately 18 mm from the distal end. No other damage was noted. It was noted that the condition of the returned snare was consistent with the complaint incident that the loop wire was broken. It appeared that the customer applied force during the placement procedure causing the loop wire broke. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the snare was pulling the insertion wire the loop wire on the end of the snare broke in the patient¿s mouth however it did not detach. They were able to attach the loop on the end of the pull peg tube to the insertion wire loop and continued the procedure as normal. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the snare was pulling the insertion wire the loop wire on the end of the snare broke in the patient¿s mouth however it did not detach. They were able to attach the loop on the end of the pull peg tube to the insertion wire loop and continued the procedure as normal. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.